Event description:
It was reported that the ilet pump¿s screen developed a crack, though the touchscreen remained responsive, and a replacement device was provided; the user was guided to shut down the pump and transitioned to fingerstick monitoring and manual insulin injections, then completed setup of the replacement ilet and proceeded to use their cgm. Symptoms included no injury. Outcomes included temporary interruption of automated insulin delivery, user-performed manual injections, and successful continuation of therapy with the replacement device. Investigation included review of the device history, assessment of complaint details, and tracking of product return. Investigation of this case revealed mechanical damage to the display without evidence of functional failure of insulin delivery or alerting. It was concluded that the event was consistent with physical damage to the screen, with normal device function otherwise, and that replacement resolved the issue.